Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using cold insulin in the cartridge and was not properly cycling the cartridge. The customer was educated on the proper load techniques. Reportedly, customer was able to successfully resume insulin delivery with the existing cartridge.